Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 141.0 cm from the proximal end. The smart coil was received outside its introducer sheath. The embolization coil was intact with the distal detachment tip and had kinks and offset coil winds along its length. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. During functional testing, after re-sheathing the smart coil into its introducer sheath, the coil was unable to be advanced out of its sheath due to offset coil winds. The non-penumbra microcatheter had ovalizations at approximately 128.0 cm and 158.0 cm from the hub. Conclusions: evaluation of the returned smart coil revealed a device with kinks and offset coil winds along the embolization coil length. If the introducer sheath is not properly aligned with the hub of the microcatheter prior to advancement, resistance may encountered. If the device is forcefully advanced against resistance, damages such as kinks and offset coil winds may occur. Further investigation revealed a kink on the returned pusher assembly and ovalizations on the non-penumbra microcatheter. These damages were likely incidental. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed seven coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil from its initial position within its introducer sheath. Therefore, the smart coil was removed and the procedure was completed using new smart coils and additional coils. There was no report of an adverse effect to the patient.